Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h6: photo investigation: the product was not returned to medtech orthopaedics; however photos were provided for review. The photo investigation revealed that '03.130.000 drill bit ø0.8 l64/33 f/core hole had broken. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the drill bit ø0.8 l64/33 f/core hole would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. H3, h4, h6: device history record (DHR) review conducted: part #03.130.000. Lot # f-19566. Manufacturing site: werk selzach logistik. Release to warehouse date: 13. July.2016. Supplier: (B)(4). Expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the procedure at the time of drilling the drill bit broke off. The broken bit along with its fragments were removed and another bit of the same diameter and of the same characteristics was used to finish the surgery. The procedure was successfully completed with no patient impact and no surgical delay.